Event description:
It was reported that while in use on a patient, the anesthesia system generated an alarm for high airway pressure. There was no patient harm reported. Manufacturer's reference number: (B)(4).